Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). The length of the membranous septum was 6mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient was developed with a complete heart block. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant, a permanent pacemaker was implanted to resolve the event. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.